Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had a shocking sensation in the morning at her ins pocket site. It was stated that the hcp told the patient to turn her stimulation off. The hcp wanted to know if the patient should go to the emergency room. The hcp mentioned that the patient had not had her device interrogated for a long time. It was also noted that the patient was having problems with their device and it was misfiring randomly. No trouble shooting attempts were made. There were no further symptoms or complications reported or anticipated.